Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device passed back light check. No back light anomaly noted. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 2 days. No charge/battery anomaly noted. All button functions properly. No unresponsive buttons noted. No damage noted on the keypad traces. Device uploaded properly using carelink. The test p-cap and reservoir locks in place in the reservoir compartment. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that the insulin pump was damaged, reservoir was not able to lock in place and button was stick down. It was also stated that the insulin pump had no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.